Manufacturer narrative:
Testing and investigation found that the device was warm to touch; however, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code. During a review of the device history s233 malfunction alarm codes were noted. Further testing found the device fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device was warm to touch and alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.